Event description:
The report rec'd from the affiliate indicated that approx forty and one-half months after the index procedure, the pt was admitted to the hosp emergently due to an acute myocardial infarction and cardiogenic shock. Coronary angiography was done, and the previously implanted cypher 3.5 x 23 mm stent in the proximal left anterior descending (lad) lesion was found to have thrombus. The very late thrombosis was treated by aspiration of the thrombus. The pt was treated in a different hosp than the one for the index procedure. The pt was reported to be in stable condition five days after the event. The physician's comment regarding the possible cause of the thrombotic event that it could not be determined due to the length of time (greater than two yrs) that had passed.

Manufacturer narrative:
The index procedure was an elective case. The target lesion was the proximal lad. The lesion was reported to be: de novo, eccentric, bifurcated, 20 mm length, 3.5 mm vessel diameter, and type b2. The lesion was pre-dilated with a 3.5 x 14 mm balloon at 8 atm for 10 sec. A cypher 3.5 x 23 mm stent was implanted at 20 atm for 30 sec. The stent was not post-dilated. Ivus was done. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. An act was not measured. The pt was reported to have discontinued his antiplatelet therapy approx six months after the index procedure at his own discretion. There are three possible lot numbers for this prod. Please note that the device is distributed outside the united states, however, it is similar to the united states prod. The prod is not available for eval and testing. Add'l info will be submitted within 30 days upon receipt.